Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.

Event description:
The customer reported that the cannula was not used because the cuff had hole. The customer confirmed this was discovered prior to patient use. The customer did not have any additional information regarding pretesting efforts.